Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2009; dtbb1d1, implantable cardioverter defibrillator (ICD), (B)(6) 2013. (B)(4).

Event description:
It was reported the patient developed an infection. The device and leads were removed and replaced. There was difficulty removing the right atrial (ra) lead and it was partially explanted. No further patient complications have been reported as a result of this event.